Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not requested to be returned.

Event description:
Customer reported he was on an airplane and his pump started to display e7. He states he removed the battery and reinserted and pump was still displaying e7. He states he was unable to clear the error so pump was in stop mode for an extended period of time. Customer reported he checked his blood sugar and got a reading of 15.4 mmol/l; was having high blood sugar symptoms of a slight headache and dry mouth. Customer reported he was arrested after taking his blood sugar and police took him to emergency room; would have been capable of self- treatment at the time but because he was in police custody they would not let him inject with an insulin syringe. Customer reported that his blood sugar on the hospital meter was 28.4 mmol/l; they initially treated him with insulin syringes but his blood sugar was not coming down fast enough so he was put on an insulin IV. No product return was requested.